Event description:
Customer reports the inform system will not download; also reports connector pins 3, 8, 11, and 12 are discolored blue, green, and black (unknown which pins appear to be which colors). No adverse event reported. Requested return of suspect device and replacement was sent.